Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 , the patient presented with following pre-operative diagnosis: l4-5 and l5-s1 spondylosis with herniated nucleus pulposus, nerve root compression, and chronic back and lower extremity pain. Operative procedure: bilateral far-lateral trans facet-trans pedicular decompression of the l4 and l5 nerve roots. Bilateral far-lateral trans facet-trans pedicular decompression of the l5 and s1 nerve roots. L4-5 and l5-s1 posterior lumbar interbody fusion. L4 through s1 pedicle screw stabilization. Per op notes: "...surgeon impacted 12x26mm cage loaded with rhbmp2/acs and patient's own morsellized bone in each side of the l4-5 and each side of the l5-s1 disk space. The center of each disk space was packed with patient's own morsellized bone and additional rhbmp2/acs..." No known patient complications reported. The patient alleges unspecified injury due to the use of rhbmp-2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.